Event description:
It was reported that the ilet issued an occlusion alarm while the user was wearing a steel contact detach infusion set with 23-inch tubing; tubing was tested, delivery was resumed, and no bubbles or kinks were observed, but due to repeated occlusion alerts and elevated blood glucose, the site tubing portion was changed. Symptoms included hyperglycemia with a blood glucose level of 242 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified in relation to insulin delivery occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.